Event description:
Sixty-five yr old pt in cardiac arrest. Pt in bradysystolic rhythm without a pulse. Pacing pads were placed and pacing attempted. Pacing unit failed to function, no energy was delivered despite efforts to rectify problem.